Event description:
The complainant had reported that a pt underwent a placement of an esophageal stent. The ultraflex esophageal stent would not deploy. The procedure was completed utilizing a different device. The pt did not sustain any reported complications or ill effects as a result of the deployment issue.